Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent was noted to be dislodged proximally when taken out of the package. The device was used for pt procedure anyway, (contrary to instructions for use). There were no problems in advancing the stent delivery system to the lesion. Upon deployment attempt, contrast and air were seen to be leaking from the distal tip of the balloon causing transient pt discomfort. The same stent delivery system was then used for post dilation, (contrary to instructions for use). The stent was successfully implanted. No pt injury was associated with this event. No other info was provided.